Event description:
It was reported that pump issued altitude alarm while operating within normal altitude range and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean speaker holes, remove and reconnect cartridge, and then load new cartridge when insulin did not resume; altitude alarm did not recur with new cartridge, issue was attributed to original cartridge not venting properly, and pump resumed normal operation.